Event description:
The following has been reported: nurse reported: the incident in question occurred in the ed where a patient with a peripheral intravenous line (piv) experienced a complication after their fluids were completed. 04/02/2025: the understanding of the situation reported was the complications mentioned were not from products or the gravity infusion. There was no patient harm. Nurses have been instructed to clamp and flush the patients IV access immediately after infusion when using the ivenix administration set for gravity. In this case, the nurse did not do this important step and left the ivenix admin set connected to the patient after the infusion stop. Because the nurse was busy dealing with the patient's complications and was unable to tend to the task of clamping the gravity line after infusion. This can allow the patient's blood to back flow up the line, in this case up to the empty IV fluid bag. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: backflow into primary or secondary. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to a customer misuse. Based on the customer description, there was no patient harm. Nurses have been instructed to clamp and flush the patient's IV access immediately after infusion when using the ivenix administration set for gravity. In this case, the nurse did not do this important step and left the ivenix admin set connected to the patient after the infusion stop. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.